Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a buried bumper and underwent an abdominal CT scan before surgical replacement of the peg tube. No results were received.

Event description:
On (B)(6) 2025, it was reported that the patient underwent a surgical removal of the peg in the operating room. The site of the old peg was closed with staples and bandaged. After removal of the old peg, the gastro team inserted a new peg in a different location. The procedure was successfully completed without complications. The patient complained of pain at the site of the old peg exit and also at the site of the new peg insertion. He received pain treatment from the operating room staff. The family was instructed to use painkillers as needed. They were also instructed to keep the bandage closed for 3 days and not to wet it, to keep the triangle attached to the abdominal wall and not to release it. They were advised that in the event of sharp pain, significant discharge, or active bleeding, they should seek medical evaluation. A follow-up visit was scheduled to change the bandage and teach them how to bandage and clean the site.

Manufacturer narrative:
Additional information added to b5, d4 and h6.